Event description:
Follow-up information was received on 22-jan-2021: the author confirmed that the biopsy was performed mainly because the patient did not know which kind of material was used. With the histopathology analysis, the authors only saw a difference between hyaluronic acid and other materials. It was not possible to make out the difference between brands. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granulomatous nodule, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: ali modarressi, christophe nizet, tommaso lombardi, granulomas and nongranulomatous nodules after filler injection: different complications require different treatments, journal of plastic, reconstructive & aesthetic surgery, volume 73, issue 11, 2020, pages 2010-2015, issn 1748-6815, tps://doi.org/10.1016/j.bjps.2020.08.012.

Event description:
This report concerns an exemplary case of 1 of 26 female patients (42-81 years old). This is a literature report from a retrospective review of 26 patients who underwent a biopsy for facial nodule formation following filler injections, to determine the diagnosis of the nodule and type of filler used. This literature report from (B)(6) concerns a female patient. She was injected by a different injector with hyaluronic acid. As reported, the patients had 3 different types of fillers at the same or adjacent sites. After the treatment with hyaluronic acid, the patient experienced a localized induration with or without pain at the site of the filler injection. As reported, more than 3 months after the treatment with hyaluronic acid, the patient presented with facial nodule formation, with different localizations including the lip, nasolabial folds, cheeks, infraorbital region, glabella, temporal region and chin. Before proposing a treatment, the patient underwent a punch or surgical biopsy to determine the diagnosis of the nodule and to identify the type of filler. The histopathological analysis revealed a granulomatous nodule and a non-granulomatous nodule. As reported for granulomas, some macrophages underwent fusion and then formed multinucleated giant cells. By contrast, nongranulomatous nodules were an inert accumulation of a foreign body without an inflammatory reaction. Concerning the type of filler the histopathological pattern included a nonbirefringent, nontranslucent basophile flakes without any particles, compatible with hyaluronic acid. All 4 non-granulomatous nodules contained only hyaluronic acid and 2 sites showed a granulomatous nodule with hyaluronic acid. The nongranulomatous nodule, with a hyaluronidase injection, resolved completely. For granulomatous nodules containing hyaluronic acid, as hyaluronidase injection was not sufficient, and a surgical resection of the remaining granuloma was performed. The outcome of the event non-granulomatous nodules was reported as resolved. Due to the provided information, the outcome of the event granulomatous nodule was considered as resolving. The outcome of the events pain and localized induration was unknown. In the opinion of the authors, late adverse events were more prone to occur with permanent or semi-absorbable fillers. Unfortunately, in many cases, the patient did not remember which product was injected. Histopathological analysis was essential to confirm the diagnosis of granuloma and to identify the product used. It allowed the surgeon to differentiate granuloma from a normal foreign body reaction and hence improve the treatment algorithm.